Event description:
It was reported that an alert triggered on the right ventricular (rv) lead for high r-tip to r-coil impedance. It was also noted that capture threshold has risen slightly and sensing of r-waves had decreased since implant a month ago. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)